Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 83 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a partial loss of vision to the right eye. The patient was seen by the ophthalmologist 2 days later. The patient was admitted to the hospital due to symptoms resembling of a stroke on (B)(6) 2017, with an inr of 2.5 and blood pressure of 138/108 mmhg. Anticoagulation was held. The patient was found to have had a large occipital stroke. It was reported that most symptoms resolved, and the patient was discharged on (B)(6) 2017 with an inr of 2.9. Anticoagulation was resumed and the patient was cleared for cardiac rehabilitation. No additional information was reported.